Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there are no prints/printed words or images on the sample packages. There was no patient involvement.

Manufacturer narrative:
D3 - MFR establishment name: corrected. H3/h6: one (1) photo provided for evaluation the photo confirms the complaint of no print on packages. The reported complaint can be confirmed from the photo provided. The device history (DHR) review found no discrepancies or anomalies related to the reported issue.